Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
User reported inaccurate glucose readings when changing environments. Escalation analysis showed that when moving between environments with different temperatures (e.g., indoors to outdoors), the sensor may experience a short lag while adjusting. Readings typically stabilize after this adjustment period as the system adapts to the new temperature. The user agreed with this assessment. As per the data management system (dms) review, the system remained in active use with up-to-date information. No device malfunction was identified, and no further investigation was required.